Event description:
Under direct ultrasound and fluoroscopic guidance a percutaneous nephrostomy tube placement was attempted. Several punctures were made successfully into the renal calyx, however a guidewire was not able to be advanced. On the last occasion the distal tip of the guide wire was sheared off within the renal parenchyma. Finding was discussed with the pt and his wife by the radiologist. The findings were also phoned to the urologist's office, (the referring physician). The pt is rescheduled for re-attempt at nephrostomy tube placement in 3-4 days.